Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available to be returned for evaluation. Because of this, we are unable to determine an exact cause of the reported issue. It's possible excessive force was placed on the spine causing the screw to break and/or non-union.

Event description:
Imaging taken five weeks post-operatively showed the screw head had disassociated from the shank. During revision surgery, the surgeon found the inner collar broken with the rod still attached to the screw head.